Event description:
While performing the hourly prismacheck, the sicu nurse discovered that 779ml of fluid rather than 50ml of fluid had been removed. Rate was supposed to be 50ml per hour. Cvvhd (continuous veno-venous hemodialysis) was stopped. The dialysis nurse was called, and she found that the dialysate bag had been improperly spiked and the luer lock was loosened. There was dialystae fluid on the floor. Penylephrine drip was increased in order to keep the pt's mean arterial pressure above 60. The md was notified, and after assessing the pt, ordered a bolus of normal saline 250ml that resulted in a marginal increase in the pt's blood pressure, (which had dropped to the 70's systolic). An attempt was made to decrease the phenylephrine drip a couple of hours later, but it had to be increased again to keep the mean arterial pressure above 60. The physician was again notified, as the phenylephrine could not be decreased to his baseline amount without his blood pressure dropping. Albumin was ordered.